Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified mid left anterior descending artery (lad) and the left main artery (lm). The mid lad was predilated with a 2.5x9mm maverick balloon at 8 atms for 7 seconds and again at 8 atms for 9 seconds. A 3.0x12mm promus element stent was deployed in the mid lad at 14 atms for 11 seconds. Rotational atherectomy was then performed in the lm and the lesion was predilated with a 3.0x20mm maverick balloon at 14 atms for 11 seconds, 14 atms for 8 seconds and 16 atms for 12 seconds. A 4.00x28mm promus element stent was deployed in the lm at 14 atms for 9 seconds and then the lesion was postdilated with a 4.5x15mm quantum maverick balloon at 16 atms for 10 seconds, 18 atms for 11 seconds and 12 atms for 11 seconds. A 5.0x10mm non bsc balloon was inflated in the lesion at 14 atms for 11 seconds, 14 atms for 8 seconds, and 16 atms for 10 seconds. An ivus catheter was advanced to the lm and it was noted that the tip of the catheter caught the tip of the deployed promus element stent and the stent shortened by 8mm. It was noted that the physician did not mention any feeling of resistance with the ivus catheter and the device successfully crossed the lesion and obtained an image. No further action was taken and the procedure was completed with no patient complications reported. A six month follow up was performed, and it was noted that the implanted promus element stent was patent and the patient was doing well. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).